Event description:
It was reported that during a da vinci assisted surgical procedure, there were console error messages related to communication faults on the second surgeon console subsystem. Log review showed communication errors on the second console interface. The customer was not able to restart the system at that time, so technical support explained that the system could continue operating with limited capabilities, including loss of the second console touchpad and reduced ergonomics functionality, while the case was completed using the first console. Technical support later received a follow-up question about removing the on screen message regarding the second console ergonomics and touchpad not working from the surgeon¿s view, and explained that without an acknowledgement option the message would remain until a power cycle was performed; technical support also advised that if the message persisted, the affected console could be disconnected and the system restarted. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the sadd to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.